Event description:
The customer reported reagent exposure with the binaxnow covid-19 ag self test on (B)(6) 2025. The customer noted that the reagent spilled onto their hands which had small cuts. The reagent made contact with the cuts. The customer washed their hands and did not experience any irritation. No medical attention was sought, and the customer reported feeling okay.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
A product deficiency was not reported or found. Technical services attempted to provide the safety data sheet to the customer, but the customer declined. Additionally, no contact information was provided. The customer was advised to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The customer reported reagent exposure with the binaxnow covid-19 ag self test on (B)(6) 2025. The customer noted that the reagent spilled onto their hands which had small cuts. The reagent made contact with the cuts. The customer washed their hands and did not experience any irritation. No medical attention was sought, and the customer reported feeling okay.

Manufacturer narrative:
Corrections: d4: changed from na to ni. D5: operator of device updated. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported reagent exposure with the binaxnow covid-19 ag self test on (B)(6) 2025. The customer noted that the reagent spilled onto their hands which had small cuts. The reagent made contact with the cuts. The customer washed their hands and did not experience any irritation. No medical attention was sought, and the customer reported feeling okay.